Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.

Manufacturer narrative:
(B)(4). The device was tested on the bench as well as using automated test equipment and no anomalies were found. Review of stored electrograms indicated that no inappropriate therapy was observed. The device was normal.

Event description:
It was reported that the patient expired. It was noted that the patient received multiple inappropriate shocks. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time, as the case was reported to the authorities and an autopsy was ordered.